Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and crohn's disease ('autoimmune disorder type of disorder: crohn's disease') in an adult female patient who had essure (batch no. 628058) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test.". Concomitant products included naproxen sodium (aleve). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding"), pelvic pain ("pelvic pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). At the time of the report, the abdominal pain, pelvic pain and vulvovaginal pain had resolved and the crohn's disease, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, crohn's disease, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: insertion date: (B)(6) 2009 (per mr discrepancy noted). Removal date: (B)(6) 2017 (per mr discrepancy noted). Lot number: 628058; manufacture date: 2008-09; expiration date: 2010-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and crohn's disease ('autoimmune disorder type of disorder: crohn's disease') in an adult female patient who had essure (batch no. 628058) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test.". Concomitant products included naproxen sodium (aleve). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding"), pelvic pain ("pelvic pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). At the time of the report, the abdominal pain, pelvic pain and vulvovaginal pain had resolved and the crohn's disease, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, crohn's disease, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: insertion date: (B)(6) 2009 (per mr discrepancy noted). Removal date: (B)(6) 2017 (per mr discrepancy noted). Most recent follow-up information incorporated above includes: on 15-apr-2021: mr received: product lot number and expiration date were added. Reporter information, rcc note were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and crohn's disease ('autoimmune disorder type of disorder: crohn's disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test.". Concomitant products included naproxen sodium (aleve). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding"), pelvic pain ("pelvic pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). At the time of the report, the abdominal pain, pelvic pain and vulvovaginal pain had resolved and the crohn's disease, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, crohn's disease, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received- event "plaintiff did not undergo an essure confirmation test." Was added. Outcome of event " pain" was updated as recovered. Concomitant drug, surgery information, reporter information and patient demographics were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.